Event description:
A customer contacted baxter's technical service center regarding a check patient line alarm that appeared on the home choice (hc) display, during drain 5 of 5. The home patient (hp) stated they were not connected at the time of the alarm, because they had disconnected to use the restroom and clamped the line. The hp dropped the line on the floor when reconnecting. The technical service representative (tsr) assisted the hp with ending therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should additional information become available. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm was confirmed and the root cause was determined to be due to the use error - closed patient line clamp. The home patient stated they disconnected and clamped the patient line during drain without stopping therapy.